Event description:
It was reported the catheter was "cracked" or fractured a couple of months ago and this was discovered by an x-ray in (B)(6) 2014. It was noted that there was not a known cause of the fracture nor do they know exactly when it happened or where the location of the issue was. A revision will be done, but there was currently a delay in scheduling surgery due to the patient having ulcers on his heels and the patient was waiting for a surgery date. The patient was currently not getting any baclofen due to the catheter issue and they believed it was dispensing subcutaneous. It was further reported, the patient was being managed with oral baclofen. The pump was being used to deliver lioresal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709sc, lot# n184208029, implanted: 2009 (B)(6); product type catheter. (B)(4).